Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported a sensor reading of 2-3 mmol/l, and was feeling dizzy and could not walk. The customer went to hospital, where he initially received treatment of dextrose. A laboratory blood glucose result of 23 mmol/l was obtained and the customer then provided treatment of toujeo insulin (dose unknown). There was no report of death or permanent injury associated with this event.